Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed fluid droplets from the area of the dialysate port and housing connection point. The specific defect that allowed the leakage event was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed from the dialysis port of a polyflux 17l during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.